Event description:
Event verbatim [preferred term] 3 burn blisters second degree (each with a diameter of about 1.5 cm) [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age (over 60 years old) and ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r08719, expiration date jun2019) from an unspecified date for back pain neck area. The patient's medical history included alcohol use. The concomitant medications were not reported. The heatwrap was given earlier for pain lumbar spine and was well tolerated. On an unspecified date end of (B)(6) 2017, the pharmacist reported "3 burn blisters, second degree, (each with a diameter of about 1.5 cm)", with outcome of recovered, reported as a serious adverse event (medically significant). The reported stated that "when putting on the pure! Skin on the upper back warm feeling, unbearable heat. When pulling down after a few minutes, burn blisters. A surgical procedure was not required. It was treated with burn and wound gel. After about 4 weeks much better, only slight traces, they are "well healed". The pharmacist insisted the patient was aware how to handle thermacare products since she was not using the heatwraps for the first time. The device was discontinued due to the event. Clinical outcome of the events was recovered on (B)(6) 2017. The reporter considered the event to be related to thermacare. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information from contactable pharmacist includes: device expiration date, device indication, medical history, past product event, events onset date and details, case upgraded to serious. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Complaint is the result of an adverse event (a burn). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
3 burn blisters second degree (each with a diameter of about 1.5 cm) [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age (over 60 years old) and ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r08719, expiration date jun2019) from an unspecified date for back pain neck area. The patient's medical history included alcohol use. The concomitant medications were not reported. The heatwrap was given earlier for pain lumbar spine and was well tolerated. On an unspecified date end of (B)(6) 2017, the pharmacist reported "3 burn blisters, second degree, (each with a diameter of about 1.5 cm)", with outcome of recovered, reported as a serious adverse event (medically significant). The reported stated that "when putting on the pure! Skin on the upper back warm feeling, unbearable heat. When pulling down after a few minutes, burn blisters. A surgical procedure was not required. It was treated with burn and wound gel. After about 4 weeks much better, only slight traces, they are "well healed". The pharmacist insisted the patient was aware how to handle thermacare products since she was not using the heatwraps for the first time. The device was discontinued due to the event. Clinical outcome of the events was recovered on (B)(6) 2017. The reporter considered the event to be related to thermacare. As of 30jan2018, the product quality complaint (pqc) group investigation results stated the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Complaint is the result of an adverse event (a burn). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information from contactable pharmacist includes: device expiration date, device indication, medical history, past product event, events onset date and details, case upgraded to serious. Follow-up (30jan2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.